Event description:
This procedure was performed in the sfa: pre-dilated the vessel and the protege stent acted like an accordion. (Shortened) the stent shortened, so the physician used additional stents (competitor) to cover the lesion.